Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal to mid left anterior descending artery. The lesion was pre dilated with an unspecified balloon catheter. A 3.00x32mm promus element plus stent was to be used to treat the target lesion but it was unable to cross the lesion. The physician attempted to push the device harder but still it could not cross the lesion. It might come in contact with the calcified part of the lesion so it was removed and found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal to mid left anterior descending artery. The lesion was pre dilated with an unspecified balloon catheter. A 3.00x32mm promus element plus stent was to be used to treat the target lesion but it was unable to cross the lesion. The physician attempted to push the device harder but still it could not cross the lesion. It might come in contact with the calcified part of the lesion so it was removed and found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the catheter was damaged just proximal to the proximal balloon bond. Both the inner and outer lumen were severely bunched up along a length of approximately 8 mm. The stent was damaged at the distal end. Struts on the three most distal rows were bent outwards. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).